Event description:
It was reported that during a supply change the user navigated to an unintended prompt to insert a new infusion set before completing tubing fill, and with guidance proceeded to select no, perform fill tubing until drops were observed, confirm, insert the infusion set, and complete fill cannula, after which insulin delivery resumed without alarms. Symptoms included no reported adverse clinical effects. Outcomes included no impact on health and no hospitalization. Investigation included troubleshooting and user education on correct supply change steps. Investigation of this case revealed user procedural error during the supply change workflow, with no device malfunction and no component failure identified. It was concluded, based on previously established findings for similar reports, that the cause was user error.